Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification was received. Reportedly, the customer had filled the cartridge with 150 units of insulin. Additionally, it was reported that the customer did not observe insulin drips dripping out of the cartridge tubing during the load fill tubing sequence. A cartridge change was performed and insulin deliveries were resumed. Customer's blood glucose level was 306 mg/dl.